Event description:
Procedure: liver resection-right lobe. According to the reporter: the device was used on the portal vein and the surgeon stated that the staples opened on the vein, which lead to additional blood loss. Surgeon stated that he may have had tension on the vessel during the application. There was additional blood loss reported and the case was converted to an open procedure. Surgery time delay was reported as 2-3 hours.

Manufacturer narrative:
(B) (4).